Event description:
During a routine replacement of the generator, the physician removed the sense pace lead adapter due to a fracture. There's no indication the ICD did not perform to spec. If the adapter is returned to distributor, it will be forwarded to MFR.